Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional info from importer report: date of report: (B)(6) 2012. Brand name: uretex sup urethral support system. Cat# 485013. (B)(6).